Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 592 mg/dl. The customer had not reported the symptoms. The customer was treated with manual injection. Customer¿s high blood glucose level was 592 mg/dl. Customer stated that they kept giving insulin and nothing was working. Customer stated that they had bent cannula on two infusion sets earlier today and customer got down to 210 mg/dl about 12 hrs later and then ate a little bit but then and took insulin for it. The customer shot up to 300 mg/dl. Customer declined troubleshoot for high blood level. The product was not returned for analysis.